Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2021. Event day and event month were not reported. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap sleeve gastrectomy, the er420 clips scissored. It is unknown how the procedure was completed. There were no patient consequences

Manufacturer narrative:
(B)(4) date sent: 4/22/2021 h2: additional information received: sales rep reported during a conference call the er420 device was used to clip bleeding staple lines. Engineering team advised that the IFU (instructions for use ) includes warnings and precautions statement to not fire device over another clip or instrument that can damage or yield the device jaws, resulting in malformed clips.

Manufacturer narrative:
(B)(4). Date sent: 5/20/2021. H2: additional information received: rep reported the clipping along staple line is routine practice for surgeons at this account and no quality issue is being reported by surgeons regarding the staplers.